Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company representative guided the customer on adjusting and optimizing the slit lamp. The system worked as intended. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes. (B)(4).

Event description:
A customer reported the laser was weak. Additional information has been requested.